Event description:
It was reported that this patient's bsc generator was programmed to monitor only due to noise from a medtronic lead fracture. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).